Manufacturer narrative:
Additional information: the lesion being treated had 50-70% stenosis. There were no difficulties noted when removing the protective sheath/stylette. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not noted while advancing the device to the lesion. No extra force was applied during insertion/advancement of the device. The inflation device remained on neutral pressure during delivery of the device. A guide extension catheter or microcatheter were not used, a standard guide catheter was used. The stent did not interact with an accessory device. The device was not moved or repositioned in the lesion prior to the burst. It was believed that there may have been a leak, as the balloon deploying the stent would not hold pressure. There was no patient injury as a result of the event. Correction: annex f code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure to treat a stemi, an attempt was made to deploy one onyx frontier coronary drug eluting stent when the balloon ruptured on the first inflation at nominal pressure and could not be deployed. The stent then came off the balloon and travelled to the left renal artery. A snare was deployed and the stent was removed successfully. A new 3.5 x 22 onyx frontier was deployed in the ramus and the procedure was completed successfully. The lesion being treated was a mildly tortuous, mildly calcified lesion located in the mid right coronary artery (rca) and ramus. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.